Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. It was alleged the patient experienced infection, in regards to infection the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent a marshall-marchetti krantz procedure with implant of a bard/davol visilex mesh on the bladder to repair a cystocele and help treat stress urinary incontinence. The attorney alleges the patient experienced pain, infection, urinary/bowel problems, incontinence, bleeding.